Manufacturer narrative:
An investigation was not possible because no product was send for investigation. It is possible that protein deposits inside the valves affect the function of the shuntsystem and have led to a blockage of the prosa valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. However, we cannot finally clarify what influenced the blockage, as this would require an examination of the valve.

Manufacturer narrative:
Manufacturing site evaluation: we expect the product for testing. When following information is provided a follow-up will be submitted.

Event description:
It was reported that there was an issue with a prosa with progav 2.0 shuntsystem. The reporter indicated that there was possibility a blockage. The valve was initially implanted in 2018. The ventricular catheter had been repositioned about 1 week ago. The patient "did better" but the neurosurgeon wanted to move it to the left side. The valve was explanted and replaced with a newer version of the same product. No lot- or serialnumber is available. Additional information has been requested.